Event description:
Report received of an over-delivery. Customer contact states the pt was on an insulin drip with 50 units of regular insulin in 50ml of an unspecified solution at 5ml/hr. It was reported that a new 50ml bag of insulin was hung at 7pm, and at the start of her shift just after 7pm she checked the infusion and verified that it was infusing at 5ml/hr. The customer contact reported that she received an alarm alert at approx 11pm that the bag was empty, and the entire 50ml bag had infused over the 4-hour time period. According to the customer contact there was no injury to the pt and the pt "did well" with blood sugars reported to be within normal limits. No specific lab values were available. The dr was reportedly called with no orders received. According to the customer contact, insulin drip was continued at 5ml/hr with a different infusion pump, and the pt's blood sugars were checked every two hours as they had been prior to the incident there was no reported adverse pt event. Though requested, there was no further info available.